Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: during analysis of the sample a crease was noted on the anterior and extending to the posterior view. An area of shell abrasion was noted within the crease on the posterior view. Within crease and shell abrasion a tear measuring approximately 0.4 cm was noted. No additional anomalies were observed. Crease and shell abrasion are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 5722733, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Reason for device explant and/or reoperation: rupture. Concomitant products: 300cc mentor memorygel breast implant, catalog #3507300bc, serial number # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 300cc mentor memorygel breast implant experienced left sided rupture post procedure. The rupture was confirmed through a sonogram. As a result, an explant was performed on (B)(6) 2019. This report contains supplemental information for mentor psr reference number (B)(4).